Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations and the server were inoperative, and the report was offline. A technical support specialist mapped the application server services by using the database server and restarted all required services. A technical support specialist found that the care coordination engine extensible markup language sent item was not current, and the care coordination engine flags were in a disconnected status. A technical support specialist deployed care coordination engine utility packages, but it appeared to be downloading and taking too long, and the customer reported that the report was getting an unexpected error. A technical support specialist rebooted the care coordination engine server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es systems, they were non-functional, hindering the user's ability to log into any stations, and the server was also inoperative. The customer tried to reboot the stations, but the issue still persisted. The server showed a front-time error and the stations displayed 3 messages/orange boxes, but the customer was not able to recall. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.